Manufacturer narrative:
(B)(4). Batch # p56w9l. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device had no power and was stuck on the tissue, did the device fire into the lockout, partially fire, etc.? Was the reverse button attempted? Was the manual override employed to open the jaws? Did the jaws eventually open? If no, how was the device removed from the tissue?

Event description:
It was reported that during an unknown procedure, the device had no power and stuck on the tissue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received. When the device had no power and was stuck on the tissue, did the device fire into the lockout, partially fire, etc.? Was the reverse button attempted? Was the manual override employed to open the jaws? Did the jaws eventually open? If no, how was the device removed from the tissue? The device closed on the tissue and then would not advance in to the firing cycle, nor would it open. The surgeon was concerned with the compression on the tissue over time. Eventually the device was opened and I believe, but will need to double check with the surgeon when he returns from annual leave that this was done by pressing the reverse button. The patient was fine although the sleeve was made slightly smaller to avoid the compressed tissue.